Event description:
It was reported that the atrial lead had been capped due to oversensing on (B)(6) 2008. On (B)(6) 2014, the patient had presented for a routine device change and a replacement atrial lead was implanted at that time.